Event description:
It was reported that the cq2015a three piece collamer lens tore while loading. The lens touched the edge of the eye but was not inserted. No pt injury. Additional info was requested but not yet received. If any other info is obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). (B) (4).